Event description:
It was reported that the patient was in the intensive care unit and a sensing problem was noted on the ventricular lead. The programming was changed to unipolar sense/pace. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5524m45 lead implanted: 1999-(B)(6). (B)(4).